Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2026 at 10:00 pm, the patient had woken up and experienced symptoms of inability to breathe, pressure in her chest, nausea, and light headedness. She was also confused, unable to speak, and was unable to get up. The patient¿s friend found her and called emergency medical service (ems). After paramedics arrived, they checked her blood glucose (bg) with a glucometer (unknown value). The cgm values were not checked at the time. They administered a bag of IV glucose, and she drank a glass of apple juice. She was transported to the emergency room (ER) where the bg value was around 270 mg/dl. The cgm value was not available as the patient¿s receiver remained at home. After treatment in the ER, her condition stabilized and she was discharged home 4.5 hours later in stable condition. At the time of the report, the patient was feeling fine. The patient alleged the cgm did not alert and she did not receive an auditory alarm. No other patient or event details were available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.